Manufacturer narrative:
Received two used. List # d1000, tego¿ connector, appx 0.05 m. As received, sample 1 had no signs of physical damage, sample 2 had a torn top seal. Sample 2 had damage on the post, typical of overtightening. Each of the tegos were leak tested per product specifications. There was a gross leak on the sample (sample 2) with seal tearing and damage on the post. There was no leakage on the other sample. Each tego was accessed with a male luer to activate the devices and see if occlusions could be observed. Sample 2 with seal tearing on the top surface of the tego had an occlusion due to the seal collapsing. Sample 1 tego had a clear fluid path. The reported complaint can be confirmed on sample 2 of the returned tegos due to the seal tearing. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The event occurred on an unspecified date in july of 2024 involving a tego® connector. The customer stated that the connector did not screw properly, leading to an increase in pressure. The facility personnel needed to remove the connector and replaced it. The status of the product was during usage on a patient. The event did occur during usage in a patient, there was no delay in therapy or adverse event, and no one was harmed as a result of this event.